Manufacturer narrative:
Note: product reference: 4433742 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576.

Event description:
"When did the failure occur: after therapy. Reason of complaint: a leaking venous port should be removed. According to the operative report, it is well adhered, and the operator carefully removes the catheter to see where the leakage is. Without applying much force, he manages to remove it, but it is only 6 cm long. During fluoroscopy, it is noted that the remainder remains in the superior vena cava and brachiocephalic vein, and this is later confirmed with a chest x-ray. The venous port is preserved. It appears to be a clean cut that caused the catheter to break."